Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 80 and blood glucose was 167 mg/dl. Customer also received a calibration error alarm, change sensor alarm and bad sensor alarm. Customer was advised that sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the insertion needle bent inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.